Manufacturer narrative:
Additional suspect medical device components involved in the event product family#: scs-ipg-r. Upn#: m365sc8352700. Model#: sc-8352-70. Serial/lot#: (B)(4). Batch #: 7070100.

Event description:
It was reported that the patient was receiving inadequate stimulation and not experiencing any therapeutic benefit from her spinal cord stimulation system. The patient underwent a revision procedure in which the entire system was explanted. The patient was doing fine post-operatively and expected to fully recover. The explanted devices will not be returned as they were discarded by the medical facility.